Event description:
A physician reported that patient had experienced diffuse lamellar keratitis in the right eye after lasik surgery. Patient treated with topical steroids. Additional information received that patient doing well in post operative regimen. There are multiple related reports for this facility. This report addresses for patient¿s initials, js in the left eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified prior to the day of event. Most recent onsite visit from field service engineer was performed and signed service installation record. System meets specifications as per service installation record. According to the clinical application specialist, all the patients from prior weeks have had complete resolution of their diffuse lamellar keratitis and are seeing well. No on-site visit by a field service engineer was identified in relation to the reported issue. As per latest information provided the most likely root cause for the reported diffuse lamellar keratitis cases is a poorly maintained air condition system that led to a non-sterile and/or contaminated surgical theater. No further investigation of the logfiles and review of the treatment reports are necessary. The root cause could be identified and the logfiles and treatment reports from earlier reported cases from this cluster were reviewed and no contributing factors for diffuse lamellar keratitis could be identified. No part is expected to be returned to device for evaluation. The root cause of the reported issue could be determined as external (facility environment related) based on a poorly maintained air conditioner system. The manufacturer internal reference number is: (B)(4).